Event description:
Customer reported that his insulin pump went completely blank and the act button has been having issues. The act button was not working over the weekend. Customer replaced the batteries and the button is now again. Customer's blood glucose is 360 mg/dl. He treated with insulin. The battery compartment and contacts are not damaged or corroded. Customer inserted a new alkaline battery and the display did not return. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was programmed and monitored for one day with no blank display noted. All operating currents are within specification. Off no power alarm functioned properly. Insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery test. Insulin pump alarmed motor error during occlusion test due to faulty force sensor. Insulin pump had minor scratches on display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. No damage noted on connector isolation tape on lcd board.